Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. The patient was not happy with her quality of vision as her distance was down 2 lines. The surgeon is planning to explant and exchange the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5- per additional information received on 09-may-2022, the initial lens has been explanted and exchanged. No additional information has been given. D6b: unk. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.50 diopter, into the patients left eye (os). The patient was not happy with her quality of vision as her distance was down 2 lines. The surgeon is planning to explant and exchange the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).